Manufacturer narrative:
The 5076-52 lead implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported "stopping in a workzone" to ask for directions, and in the workzone there was a large bulldozer picking up large pieces of steel with a very big and heavy magnet. The patient instantly felt nauseous and started to sweat, feeling a very fast heart rate and still not feeling right. The device remains in use. No further patient complications have been reported as a result of this event.